Manufacturer narrative:
The reported event could not be confirmed during the investigation. According to stryker spain customer service: the issue reported is that some instruments in the kit that were sent from local warehouse were missing, so the surgery had to be cancelled. Additional information not available. It has been confirmed that the incident has been caused by a logistics/shipment issue. It must be reminded, nonetheless, that hcp should always control the availability and the functionality of the devices pior to the start of the surgery. It can be concluded that hcp failed to properly perform the advised pre-operative inspection. As stated by the instructions for use: before the surgical procedure, ensure that all components prepared for the procedure function correctly with each other. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "during the scheduled surgery with a t2 alpha retrograde, it was necessary to cancel the procedure with the patient already under anesthesia in the operating room, because only half of the instruments corresponding to the eul-t2a-retro-imn-1 kit were received."

Event description:
As reported: "during the scheduled surgery with a t2 alpha retrograde, it was necessary to cancel the procedure with the patient already under anesthesia in the operating room, because only half of the instruments corresponding to the eul-t2a-retro-imn-1 kit were received."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.